Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump nor data logs were returned for evaluation. However, without the device nor sufficient clinical information for evaluation, the exact root cause of the pump stop could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported following transfer of 50-year-old female patient to ambulance stretcher, the impella cp pump stopped working. The screen was noted to only show menu items that could be clicked on until the last one. It said ¿please connect the gray connector cables¿. From this menu point onwards it was no longer possible to continue. A second console was used but the same issue happened. The clinic refused to place a new pump. The impella was pulled back into the aorta and catecholamines had to be increased. The patient was transferred, and the pump was explanted.